Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was oversensing non-physiologic noise. Technical services (ts) reviewed and advised there is pacing inhibition and the patient is dependent as asystole can be seen for over two seconds. Ts also noted capture thresholds appear to be increasing. Rv impedances have also gradually increased but remain within normal limits. In addition, ts observed multiple low amplitude values. Additional information from the field representative provided the patient was seen in the clinic and the device was reprogrammed. The patient has been scheduled for a lead replacement procedure. Subsequently this rv lead was explanted. Another lead was implanted to complete the procedure. The patient was checked the day after the procedure and the field representative confirmed the new lead was functioning appropriately. This rv lead has not been returned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was oversensing non-physiologic noise. Technical services (ts) reviewed and advised there is pacing inhibition and the patient is dependent as asystole can be seen for over two seconds. Ts also noted capture thresholds appear to be increasing. Rv impedances have also gradually increased but remain within normal limits. In addition, ts observed multiple low amplitude values. Additional information from the field representative provided the patient was seen in the clinic and the device was reprogrammed. The patient has been scheduled for a lead replacement procedure. This rv lead remains in service at this time. No additional adverse patient effects were reported.